Event description:
The reporter stated that the surgeon had implanted a visian icl (implantable collamer lens) model micl 13.2 and explanted it 6 days later due to the lens having an excessive vault, which caused the patient's intraocular pressure to rise and their anterior chamber depth was shallow and they had an angle closure and decreased visual acuity. The removal of the lens relieved the patient's iop. The surgeon did not implant another lens in the patient's eye.

Manufacturer narrative:
Evaluation codes: a visual eval of the returned product shows the lens has no visible damage. Clear surgical residue on the lens. A lens work order was performed for similar complaints within the work order search and no similar complaints were found. Conclusion: no conclusion can be drawn. Based on the complaint history, the work order search performed and eval of the returned product, a specific root cause of the event could not be determined.